Event description:
It was reported that the atrial lead had increased thresholds and high impedance that had been rising since implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2006. (B)(4).